Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that ¿it isn¿t working¿. They stated that they would increase the setting and feel the stimulation, however as soon as they removed the ¿paddle", they did not feel the stimulation anymore. They indicated that they were only going once a day. The issue started 6 months ago (2019). They increased the setting to 1.3 about 2 days ago. Basic functionality of the programmer and how to synchronize was reviewed with the patient. Using the programmer, the patient was at 1.3, no group row (which is reduced icon mode), an no lightning bolt was seen. It was explained to the patient that the stimulation was off. After button review, the patient turned the stimulation back on. The patient was going to monitor their symptoms and, if they didn¿t notice any improvement, they were going to increase the setting a little more tomorrow and continue that way until their appointment. They were also redirected to follow up with their healthcare professional (hcp) for the issue. It was noted that the patient was to see a new urologist on (B)(6) 2019. There were no further complications reported or anticipated.